Manufacturer narrative:
(B)(4).

Event description:
The patient experienced stimulation in the wrong location. Impedance measurements were normal except for electrode #8. The patient was going to have the leads removed but not replaced as reprogramming could not capture her low back pain. Additional information was requested.